Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture. The boston scientific technical services (ts) consultant recommended adding a left bundle branch pacing right arial lead and a new four-pole high-voltage connector while utilizing the existing left ventricular lead, informed that ts lacked formal programming guidelines and suggested the removal of right atrial detection enhancements, the deactivation of smart delay, and a reduction of the ventricular blanking period after an atrial pace to forty-five milliseconds. This rv lead was explanted, replaced with a different model and discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device because it can be concluded that expected or well-understood factors most probably contributed to the event since the reported issues are covered by the instructions for use. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture. The boston scientific technical services (ts) consultant recommended adding a left bundle branch pacing right arial lead and a new four-pole high-voltage connector while utilizing the existing left ventricular lead, informed that ts lacked formal programming guidelines and suggested the removal of right atrial detection enhancements, the deactivation of smart delay, and a reduction of the ventricular blanking period after an atrial pace to forty-five milliseconds. This rv lead was explanted, replaced with a different model and discarded. No additional adverse patient effects were reported.